Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacturer report number 3004209178-2016-89786. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had been receiving no delivery alarms and blood glucose was high at 541 mg/dl. The customer had called the day before and the insulin pump passed troubleshooting. Customer was advised the alarm might have been caused by a site/set occlusion. During troubleshooting; he confirmed that the reservoir was not empty and the tubing did not have air. The customer disconnected and was able to perform fixed prime. The customer removed the infusion set and the cannula was not bent. The customer stated she was wearing the infusion set under the rib cage and did not feel any scar tissue. He mentioned he has had several surgeries and he can't insert into those areas. He was advised that sometimes the infusion set can get clogged with tissue from the body. Product was replaced and customer agreed to return it for analysis.